Event description:
The customer's mother stated that the customer was experiencing high blood glucose levels. The mother then stated that the customer was hospitalized one week ago for diabetic ketoacidosis. The mother stated that the customer is showing signs of diabetic ketoacidosis again. The mother stated that the customer has bolused and given manual injections to treat. The mother did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.